Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level displayed as "high"; although a specific value. Cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg, which resolved the issue with no permanent damage. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.